Manufacturer narrative:
The aware date should have been (B)(6) 2011 rather than (B)(6) 2011.

Event description:
This report is related to previously reported complaint of perforation and dislodgment, MFR number 2017865-2011-06408.